Event description:
Two conmed corporation small vcare vaginal-cervical-ahluwalia's-retractor-elevator uterine manipulators with different lots utilized, both with noted balloon defects and unable to maintain pressure in the device balloon. FDA safety report ID# (B)(4).